Manufacturer narrative:
Eval results: the complaint for "ineffective stimulation" was confirmed. As received, the extension showed fluid intrusion in the body. As a result, this may have contributed to ineffective stimulation to the pt. The extension passed continuity and impedance measurements. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2013-06035, 06036, 06577.